Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of connect to power alarm issue was confirmed via log file analysis. Data from the event was reviewed. Atypical power cable disconnect and low power alarm events were active throughout relating to transient battery fuel gauge voltage values when both power cables were connected to the 14v batteries/clips. The atypical alarms were not related to power exchange or depleting 14v batteries. It was noted there was a physical disconnection of the driveline on (B)(6) 2024 at 4:07:15 that did not appear related to the system controller exchange. The driveline was connected at 4:07:18 and the pump speed ramped up to the set speed value three seconds later. The driveline was physically disconnected on (B)(6) 2024 at 4:22:07 and remained disconnected thereafter. The system controller appeared to be put into sleep mode at 5:01:35. The returned system controller (serial # (B)(6)) passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. Electrical measurement of the power cables passed. Additional information was requested regarding product return status; however, no additional information was provided. A root cause of the atypical power cable disconnect/low power alarm events captured in the log file could not be determined through this evaluation. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low power advisory alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. Low power hazard alarm: 1. Connect to a working power source (mobile power unit or two heartmate batteries) right away. See connecting the system controller to the mobile power unit on page 90 2. Call your hospital contact right away if connecting to power does not resolve the alarm. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Under section 2, ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ under section 6, ¿caring for the equipment¿, outlines to clean the metal battery contacts and the interior contacts of battery clips monthly using a cotton swab or lint-free cloth that has been moistened (not dripping) with rubbing alcohol. Allow the alcohol to dry before using newly cleaned batteries or clips. Do not clean batteries while the batteries are in use. See figure 148. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 8, ¿equipment storage and care¿, outlines to clean the metal battery contacts and the interior contacts of battery clips monthly using a cotton swab or lint-free cloth that has been moistened (not dripping) with rubbing alcohol. Allow the alcohol to dry before using newly cleaned batteries or clips. Do not clean batteries while the batteries are in use. See figure 8.1. Under section 2, system operations, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ also in this section, ¿replacing a backup battery in the system controller¿ details the required tools and steps to exchange the internal 11v backup battery. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient exchanged their system controller on (B)(6) 2024 after experiencing connect to power alarms and switching batteries did not work. Log files were submitted for evaluation and revealed connection issues prior to the controller swap. These caused power cable disconnect and low power events to occur. The alarms resolved after the system controller exchange. The account reported that the patient was very quick to exchange the controller, however they were at work so there would not have been many options to troubleshoot the alarms other than switching batteries. Several days later, the patient had a similar issue. The patient changed their system controller once again without being instructed to, and the vad coordinator believed that it was the battery clips causing the issues that the patient had since on this occasion they were at home, and more troubleshooting could be done. The battery clips were ultimately exchanged, and the patient has had no issues since. Additional log file analysis revealed a driveline disconnection on 03may2024 at 4:07:15 that did not appear related to the system controller exchange. It was reported the events leading up to the driveline disconnection were unknown, as the patient did things without talking to their ventricular assist device (vad) team.